Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose. The customer's mother also reported that they received a no delivery alarm. The customer's blood glucose was 443 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.